Event description:
The following info was documented (B)(6) 2015 by a carefusion technical support specialist in response to an email from the distributor in (B)(4). "This uim (user interface module) is being sent in by (distributor name removed). I am in contact with (name removed) for problem with this uim. She is trying to get info from one of their customers. I will follow up when she sends me the info." The following description of the event was copied by a carefusion technical support specialist from an email received from the distributor in (B)(4) on (B)(6) 2015. "The biomed was performing a pm, in the error log there were many pbaro invalid calibrations. I went on site to calibrate the pbaro transducer with the absolute pressure meter. I found the barometric pressure transducer would not respond to any change in pressure. The a/d count read 3 when I applied nothing, 8 psia and 15 psia. I completed the upgrade (B)(6) 2014."

Manufacturer narrative:
The alleged faulty user interface module (uim) was received and routed to the carefusion failure analysis lab for evaluation. The carefusion failure analysis lab technician evaluated the user interface module (uim) and was able to reproduce/verify the reported issue. The carefusion failure analysis lab technician determined that the cause of the issue was a malfunctioning barometric pressure transducer on the control pcba in the user interface module (uim).

Manufacturer narrative:
(B)(4). The user facility in (B)(4) in conjunction with the distributor in (B)(4) determined that the most likely cause of the reported event was a malfunctioning uim (user interface module). The distributor in (B)(4) shipped a replacement uim to the user facility in (B)(4) to repair the device and return it to service. Carefusion 207 issued a return goods authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty uim for eval. As of march 9 2015, the alleged faulty user interface module has not been received. Should the alleged faulty user interface module be received and evaluated, a followup medwatch report will be submitted.